Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that when the distal housing was in the most distal position, it was noticed to be further away from the vent hole than expected. Microscopic inspection revealed the imaging window was partially detached near the lapjoint section and that there were stretch marks in the imaging window. A dimensional test for the length of the imaging window was not performed, since the stretch marks indicated that external forces were applied to the material and it was no longer in condition for an objective test.

Event description:
Reportable based on device analysis completed on 01oct2021. It was reported that a device specification issue occurred. The opticross hd imaging catheter was selected for use. However, an issue was noted with the distance from the marker when the transducer was advanced. The procedure was completed with another of the same device with no injury to the patient. However, device analysis revealed a partial detachment.